Manufacturer narrative:
Device evaluation update: results of investigation: the suspect device was not returned for evaluation. Vyaire medical findings indicated that most likely, the failure must have been caused by the hardware issue on the epc. However, exact root cause is not determinable as issue is no longer reproducible. Vyaire medical will initiate a mainboard replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 screen had frozen, with no values or graphs updating and no response to any input while on a patient. It was confirmed by the customer that patient was removed from device and connected to another bellavista ventilator but no harm was reported.